Event description:
Info received indicates the set was leaking where it connects to end cap. Large volume bags were used. Account indicated sets would be returned for investigation.

Manufacturer narrative:
The device was not returned to moog for eval. The complaint could not be confirmed.